Manufacturer narrative:
Cuff- malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell that was the result of wear at the corner of a fold. Balloon: malfunction was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 68.3 cmh2o. It is rated at 61-70 cmh2o. The balloon performed within specifications. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to the device performing inefficiently so the physician decided to replace the patient's artificial urinary sphincter (aus) removed and replaced. Upon removal, it was noted that the explanted cuff was pierced and therefore faulty. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device performing inefficiently so the physician decided to replace the patient's artificial urinary sphincter (aus) removed and replaced. Upon removal, it was noted that the explanted cuff was pierced and therefore faulty. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.